Event description:
It was reported that a flo-gard infusion pump had an f-91 alarm. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. No alarm was identified during any of these tasks, and the service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified; however, a damaged door, damaged power cord, and electrical issue were identified which will be captured and reported in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.